Event description:
It was reported that during a shoulder superior labrum repair one suture was passed through the labrum and the other one was held and this suture was leaved from the anchor for an unknown reason. Anchor was not removed and an additional hole was made to complete the procedure, no significant delay or patient injury reported.

Manufacturer narrative:
The complaint indicated that the procedure was ¿a shoulder superior labrum repairing¿. It says: ¿it was reported that during a shoulder superior labrum repair one suture was passed through the labrum and the other one was held and this suture was leaved from the anchor for an unknown reason. Operation was completed with knotless anchor. Anchor was not removed and an additional hole was made to complete the procedure¿. Per IFU, use of a 2.9mm drill guide obturator and bit are the recommended prep instruments. Surgical site preparation was listed as 2.9mm drill bit. Bone quality was indicated as normal. Drill size was appropriate. The IFU also details technique driven instructions and includes instructions specific to control of suture and tension. The 2.9mm pll anchor was not returned. The insertion device and suture was returned. The insertion device shows extensive damage. The damage represents excessive force or alternate manipulation of insertion shaft in attempts to reach desired surgical location. Per IFU precautions: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Do not alter the implant or instrumentation, otherwise performance may be compromised.¿ no root cause related to the manufacturing of this device can be established.